Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017. The customer¿s blood glucose level was 600 mg/dl at time of incident and current blood glucose level was 357 mg/dl. The customer was treated in the emergency room. The customer had symptoms such as high ketones and vomiting. The customer had high blood glucose and also had cannula bent. The customer was wearing the pump less than 48 hours prior to the hospitalization. Customer declined to continue pump troubleshooting. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.